Event description:
Pinnacle flx study. It was reported that peri device leak occurred. On (B)(6) 2018, patient underwent a left atrial appendage (laa) closure procedure. A 31 mm watchman flx laa closure device was successfully implanted with a complete seal noted and deployed diameter of 27mm. The following day, patient was discharged on aspirin and apixaban. On (B)(6) 2019, patient presented for 12 month follow up transesophageal echocardiogram (tee) and a 1-3mm leak was noted around the device, exact size is unknown. No thrombus was present. On (B)(6) 2019, the patient was hospitalized and patient underwent a non-surgical vascular procedure for placement of embolization coils to treat the leak. Coils were deployed until no further flow was noted on ultrasound. Intracardiac echocardiography was used for guidance. Event is considered resolved and patient was discharged the following day on aspirin and clopidogrel. It was further reported on (B)(6) 2018, patient presented for 45 day follow up tee, which revealed a leak around the device. The largest residual jet around the device was 2 mm. No thrombus was present.

Event description:
(B)(6) study: it was reported that peri device leak occurred. On (B)(6) 2018, patient underwent a left atrial appendage (laa) closure procedure. A 31 mm watchman flx laa closure device was successfully implanted with a complete seal noted and deployed diameter of 27 mm. The following day, patient was discharged on aspirin and apixaban. On (B)(6) 2019, patient presented for 12 month follow up transesophageal echocardiogram (tee) and a 1-3 mm leak was noted around the device, exact size is unknown. No thrombus was present. On (B)(6) 2019, the patient was hospitalized and patient underwent a non-surgical vascular procedure for placement of embolization coils to treat the leak. Coils were deployed until no further flow was noted on ultrasound. Intracardiac echocardiography was used for guidance. Event is considered resolved and patient was discharged the following day on aspirin and clopidogrel.